Manufacturer narrative:
The reported oad was received for analysis along with the guide wire. A visual examination confirmed a driveshaft fracture on the proximal side of the crown, and the tip bushing was found to be engaged over the proximal end of the guide wire spring tip. There was some adhered biological material on the guide wire and driveshaft. The guide wire was examined and found to be intact and undamaged. Scanning electron microscopy analysis was performed and identified evidence of fatigue striations on the fractured faces of the driveshaft filars. Driveshaft flexing at the weld location caused by operation in areas of tortuosity or angulation can initiate a fatigue failure, however it was unable to be confirmed if this was the cause of the reported driveshaft fracture. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the exact cause of the fractured driveshaft could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the oad became detached inside the patient. The target lesions were located in the left main and proximal circumflex. The first lesion was treated with three passes of the oad at low speed and one pass at high speed. Balloon angioplasty was performed followed by three additional passes with the oad on low speed. The device emitted an unusual noise when being retracted after the third pass. The device was turned off and imaging was performed, which showed the tip of the oad to be detached and remaining on the guide wire. The wire and device were removed and the procedure was completed using additional balloon angioplasty and stent placement. The patient was in stable condition following the procedure.